Event description:
The patient received a superficial, unclassified burn during an electrotherapy treatment using the interferential electrotherapy waveform. The injury occurred in the area of the treatment on the hand.

Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.